Event description:
As a note of interest, we have been using the correct cartridge, but the injector we used for acrysof is the one we have used for clareon implants. We have already requested designated injectors for clareon to hope we do not have this situation again. As an extra comment, we were informed that it was okay to use the injectors we used for acrysof.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of a damaged iol by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A doctor reported that following a cataract surgery with intraocular lens (iol) implant procedure, the iol haptic had broken inside the bag. The physician believed there might have been a very tiny stress fracture, and due to increased fibrosis to the iol material, led to the haptic bending until it fractured completely. This process took between 2-7 days. The reporter assured that there were no surgeon induced complications. The final appearance showed good centration. The patient noticed strange vision on third day. The iol was displaced temporally and superior. In addition the doctor noticed that there was immediate fibrosis around the distal edges of the haptics. The lens was exchanged with another lens after the initial implant procedure. The patient had visual acuity of 20/20 and was happy. The doctor believed that there must be an issue of subtle damage to the haptics with the injector used. Additional information received stating that the patient experienced visual acuity loss due to iol rotation. Iol repositioning surgery and explant performed on the same day. The lens was exchanged with the same model and diopter company lens. Currently the patient is recovered. There are six medical device reports associated with this report. This is 3 of 6.